Event description:
The rptr did meter to hcp meter comparison tests. The rptr's reading was 90 mg/dl, and the dr's meter (type unknown) had a reading of 180 mg/dl. The rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. On followup, the rptr confirmed the above test results. No harm was alleged.